Manufacturer narrative:
Additional information: b6.

Event description:
Patient reported experiencing severe pain in the left breast and feels that there is something abnormal with the prosthesis. Patient underwent mammography and ultrasound exams that detected a fluid that is probably from a rupture in the prosthesis. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported experiencing severe pain in the left breast and feels that there is something abnormal with the prosthesis. Patient underwent mammography and ultrasound exams that detected a fluid that is probably from a rupture in the prosthesis. The device remains implanted.